Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, a significant clot formed on the was sheath in the right atrium despite a total of 22,000 units of heparin. The activated clotting time (act) was above 300 seconds at last measurement. The sheath was removed and the case was aborted. The patient showed no adverse effects after the case.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, a significant clot formed on the was sheath in the right atrium despite a total of 22,000 units of heparin. The activated clotting time (act) was above 300 seconds at last measurement. The sheath was removed and the case was aborted. The patient showed no adverse effects after the case. It was further reported that the patient had factor 5 clotting disorder.